Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2211601 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device was exposed completely out of the skin and the closing failed. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was certified in using the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The device is available and being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the sealant of a 6/7f mynxgrip vascular closure device was exposed completely out of the skin and the closing failed. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was certified in using the mynx device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the catheter, fully retracted. The sealant and advancer tube were not returned with the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the device was returned without the sealant and advancer tube which matched the intended use mynxgrip instructions for use (IFU). Therefore, no functional test was performed on the device. A product history record (phr) review of lot f2211601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Without the return of the sealant and advancer tube, based on the information provided, the condition in which the device returned for evaluation, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review, nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.